Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device noted film on the lens. Functional evaluation of the device did not reveal any malfunction. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.additional information in e1, e2, e3 and g2.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the camera head was not working, it was connected and nothing happened. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.